Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Device interrogation revealed that the right ventricular lead had high impedance. At the time the patient was stable and was being monitored remotely. The patient then presented for lead revision on (B)(6) 2021. The lead was explanted and replaced. The patient was stable post procedure.